Event description:
Per the clinic, the patient experienced constant pain at the implant site. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.